Manufacturer narrative:
This 3500a record is submitted to comply with an FDA 483 inspectional observation issued to arthrex inc on may 5, 2023. Arthrex has reassessed the reportability decisions made on historical complaint records using revised criterion. This 3500a document is a result of the reassessment. Event description: it was reported that the left side of the black bracket opens when operated. The reported event was confirmed. The service evaluation revealed that the inflow door lever opens resulting in a defective door locking mechanism. Further cpc connector is dirty. Also the software version is old.

Event description:
It was reported that the left side of the black bracket opens when operated. There was no harm for patient, operator or third party reported. No further information received.